Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip prematurely deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.